Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported the ez45g was used during an unk procedure. It was reported by the affiliate the firing trigger broke. There was no consequence to the pt.